Event description:
A clinical incident involving three opus magnum2 implants was reported to arthrocare corp on (b) (6 2009. Three implants came loose from the bone hole postoperatively. As reported, a (B) (6) female diabetic pt underwent a rotator cuff repair. Pt was of normal weight, no osteoporosis and no systemic disease. Postoperative x-ray illustrated detachment of anchors from bone holes. Cortical bone lifted off the greater tuberosity of the humeral head with the anchors and the rotator cuff still attached. A second surgery is planned to remove implants and reattach rotator cuff to humeral head. Original implant date and lot number of implant was not provided.

Manufacturer narrative:
The date of implantation was not reported. The date provided is the date the call was received. It was reported the devices were planned to be explanted. A follow up report will be provided once arthrocare obtains info related to the explant surgery. This MDR is 1 of 3. Cross reference 2032380-2009-00014 and 2032380-2009-00015. (B) (4). (B) (4).